Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: part of the device, used in treatment, was received for evaluation. A visual evaluation showed two devices were returned together in a single bag without any original packaging or lot identification. The anchors and sutures of both devices were not returned. The cleats of both devices are fully extended. The insertion tube of both devices are bent. The distal end of both tubes show evidence of being handled with a sharp instrument such as a grasper. A material assessment could not be performed due to the parts not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the sutures must comply with a break strength of 8.4 - 10.4 lbs. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include: (1) incorrect bone hole preparation (2) misalignment of inserter handle. (3) excessive force. (4) over tensioning the suture. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during an arthroscopy, the q-fix anchor was screwed as usual. After completing the "salt and pepper grinder motion", the surgeon was unravelling the suture from the cleat, when the suture snapped. It appeared the plastic end that holds the suture snapped out further than usual. All suture that snapped was able to be removed from the patient by hand as it was a clean cut. The anchor was believed to be left in the patient. The procedure was completed with a surgical delay of less than 30 minutes using a back-up device in an additional bone hole. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.